Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 48 mg/dl. The customer stated they did not eat properly and treated the low reading with food. Customer was using the auto mode feature at the time of the incident. They were using the insulin pump system within 48 hours of reported low blood glucose event. Patient was also disconnected during the rewind, prime sequence. The customer agreed to troubleshoot for the low blood glucose incident. The pump will not be returned for analysis.